Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The remote arm controller (rac) has been returned and evaluated by the failure analysis team. The reported failure was confirmed/replicated. The field engineer (fe) report noted 25580 errors on the surgeon side console (ssc) telling them to disable the left master tool manipulator (mtm). The printed circuit assembly (pca) technician was able to replicate the reported problem by installing this rac into the system and test. The rac failed with error 25580 at start up. Error 25580 failed by rac drive module (rdm) 2 and rac power supply (rps) also had low voltage.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer called the technical service engineer (tse) and stated that they got 25580 errors on the surgeon side console (ssc) telling them to disable the left master tool manipulator (mtm). They disabled the left mtm, but they could not continue with one mtm (no other sscs available). They restarted the system, but they got the same errors upon system restart. They undocked and they were able to complete the procedure laparoscopically. The customer attempted to power cycle the system one more time and they powered off the ssc breaker on the ssc. The system was still erring with 25880 errors related to the left remote arm controller (rac)/left mtm. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6)2023 during a paraoesophageal hiatal hernia procedure. No additional ports were placed, and no ports were enlarged for the conversion to laparoscopic procedure. There was no patient injury and no fragment fall into patient. Patient demographic information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting there were 25580 errors on the ssc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) cfg to correct the reported problem. The system was tested and verified as ready for use. The complaint regarding there were 25580 errors on the ssc was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi received the unit for evaluation, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to errors on the surgeon side console resulting in the left master tool manipulator being disabled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.